Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to pass an operational check test. The device displayed a red ¿dot¿ and ¿displays failure of the operating test, the stimulator test step goes into failure¿. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The philips repair bench ordered a replacement therapy pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.

Event description:
It was reported to philips that the device failed to pass an operational check test. The device displayed a red ¿dot¿ and ¿displays failure of the operating test, the stimulator test step goes into failure¿. There was no patient involvement.